Event description:
New information stated that the patient presented for lead revision. Externalized conductors were noted via diagnostic imaging. Lead was capped and replaced.

Event description:
It was reported that the patient presented in the ER after fainting. Asystole was noted on a holter monitor for 4 seconds. Noise was observed and was reproduced with arm movement. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.